Event description:
The reporter stated the surgeon was preparing to load a 13.2mm micl 13.2 implantable collamer lens and noted "fuzz" on the lens. The lens was not loaded or used and there was no patient contact. The backup lens was implanted.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, packaging and sterilization processes of this lens that was the root cause of the complaint. Visual inspection of the returned product found no visible damage/defect to the lens. The lens was returned in liquid and there was evidence of surgical residue on the lens surface and in the liquid in the vial. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).